Manufacturer narrative:
The reported issue of having issues with the pumps such as pump updates and problems with the pump if needed to transfer pump with patient to an outside area could not be confirmed; no product or device logs were returned for investigation, and the customer has not responded to requests for more information. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Issues with pump updates if used outdoors. No product returned. It was reported issues with the pumps such as pump updates and problems with the pump if needed to transfer pump with patient to an outside area.